Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758, lead, implanted: (B)(6) 2008; 419488, lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that there was elevated threshold and a lead dislodgement confirmed on x-ray. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.